Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently underwent drainage of the site, however, the issue did not resolve. The device was explanted on (B)(6) 2022, and there are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022.